Event description:
A customer in (B)(6) reported to biomérieux a (B)(6) result for clindamycin in association with the vitek® 2 ast-p586 card. The results of clindamycin on the vitek® 2 were (B)(6) and with the discs they received (B)(6) as a result. The customer reported having three (3) strains that were clindamycin (B)(6) but resistant with discs. The same results were obtained when retested. The customer did not report any delay in result or whether the discrepant result was reported to the physician. It is unknown if the discrepant result had any impact or adverse effect on the patient. The customer submitted the isolates and raw data to biomérieux for evaluation. An internal biomérieux investigation has been initiated.

Manufacturer narrative:
A customer reported a false susceptible group b streptococci result for clindamycin in association with the vitek® 2 ast-p586 card. A biomérieux investigation was conducted. Identification of the three customer streptococcus agalactiae isolates, was confirmed. The vitek® 2 ast-p586 testing included cards from two customer lots and a random lot, in duplicate. Testing also included agar dilution (ad), the reference method for cm01n formulation on this card, broth microdilution (bmd), kb disc diffusion and ast-st01 cards. For all three isolates the ast-p586 cards all resulted in mic's </= 0.25 and resistant clindamycin and e disc diffusion, duplicating the customer's discrepant results. The reference ad was 0.125 and 0.25, bmd </= 0.25. Results of the ast-st01 cards for two of the isolates was resistant with clindamycin mic's >/=1, while the third isolate mic of 0.5 was modified to resistant by aes (advanced expert system). Vitek® 2p586 cards are in agreement with the reference methods for clindamycin. Review of graphs for the internal data for clindamycin show diminished growth in ast-p586, with little or no growth in the drug wells on this card, compared to good growth in the ast-st01 card. The investigation concluded the isolates are atypical strains. The vitek® 2 ast-p586 card performed as intended.